Event description:
It was reported that during central processing, user noticed that the maryland bipolar forceps instrument had a damaged conductor wire. There were no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no fragment fell into the patient, the instrument did not collide with any other instrument or tool during the last procedure. The procedure was completed with the same instrument. It was unknown if the instrument was inspected for damage after the procedure. No images or videos are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. No damage to the insulation was observed.